Event description:
The end user response form letter associated with recall indicates that the unit had displayed "defib comm error."

Manufacturer narrative:
Attempts to acquire the required pt info and event date are ongoing. Welch allyn will update this report when it has acquired this info.